Event description:
Reporting status: malfunction. Reporting rationale: mislabeled insert could potentially cause patient injury. Device issue: mislabeled insert. It was reported that the device in the package was correct; however, the compliance chart that accompanied the device was for a 3.0 rather than a 4.0. The stent was successfully implanted in the patient. No patient effects were reported. No additional event or patient information available. You are receiving this MDR report from abbott vascular as (B)(4) distributes promus in the u.s. As its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
(B)(4). (B)(4). Results - product performance engineering was unable to perform an evaluation at the time of this report.